Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscus repair surgery, when the specialist successfully inserted t1 and t2 of the fast-fix flex upon reducing the sutures down to tighten to the meniscus, the tightening suture broke off before fully reduced and was unable to continue to reduce and tighten the suture. Both ts and sutures were cut out using an upduck and replaced with another. The procedure was completed with non-significant delay using a smith and nephew back up device. No further complications were reported. Current patient status is well.

Manufacturer narrative:
A device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the suture specifications found that a material certification of analysis is required with each lot. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.